Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / (B)(4). There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Lower hinge shroud cracks / ca-2015-0195 door latch assy - sear missing functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
Correction:g1, g4, g7, h2, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door harness(bezel)assy. Replaced door assy damaged lower hinge, rear case housing assy damaged bottom right side, missing door latch assy and iui connector assy was corrosion.. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. No patient involvement was noted.